Event description:
The customer stated, she was hospitalized for high blood glucose levels. The customer stated, she experienced high blood glucose levels the day before the hospitalization. The infusion set was changed and the customer treated with manual injections, but the high blood glucose levels continued. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.